Event description:
An unknown medtronic stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that a medtronic stent graft was explanted on an unknown date for an unknown cause. No other information is available. No additional clinical sequelae reported, and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (surgical conversion to open repair). (Lack of information). Evaluation, conclusions: (lack of information).